Manufacturer narrative:
Submit date: 06/15/2016. The DHR (device history record) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacturing of this product for a similar condition as reported in this complaint. No samples were received by covidien for evaluation. Because samples were not available for evaluation, the issue reported by the customer could not be confirmed. Based on the limited information available in this complaint report, a root cause for the issue reported by the customer cannot be determined. The pvc tubing in the product code used to irrigate does include a blue tube cap that covers the tip of the pre-lubricated (vaseline) pvc tubing. The distal eyes are also covered by this cap which through these eyes the irrigation is performed; it is unknown how the enema was performed with the blue cap still in place. With the cap on the enema tubing there will be no irrigation unless the cap is removed. Also, it is visually detectable based on the longitude and color of the blue cap. The cap is placed to protect the lubricated distal tip. The cap has to be removed so the insertion of the enema tube can be performed and the device will function. The production personnel were notified about the reported issue. A new change is in effect to remove the blue cap from the tube and add a jelly solution in the package. The process is running according to product specifications meeting quality acceptance criteria. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 5/5/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a rectal tube. The customer states: the nurse did not remove the lubrication cover prior to placing the rectal tube in the patient. When the tube was removed the blue cover remained inside the patient's rectum. The patient required surgical intervention to remove the cover.